Event description:
The customer reported the generation of false high sodium (na) and potassium (k) patient results involving their au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and replaced all the ise (ion selective electrode) cables, and ise data board on cell 2 which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).